Event description:
Suspected trunnionosis case. Hip done in 2010 and dr. Did a workup on patient. Included in notes for elevated ion levels. Doctor revised patient, put in a revision ceramic head (44) with a (2.50) universal sleeve and 44f cup and screws. Stem stayed in tact, patient dislocated (B)(4) 2014.

Manufacturer narrative:
An event reporting elevated ion levels (altr) and dislocation involving an metal femoral head was reported. The altr event was not confirmed. The closed reduction dislocation event was confirmed based on the medical information received. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "the mars MRI was consistent with post dislocation hematoma and gluteal tears and not diagnostic of altr. There is no examination of the explanted components and no x-rays or MRI images available for review. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue, however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including hispathology reports, x-rays, MRI images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Suspected trunnionosis case. Hip done in 2010 and dr. Did a workup on patient. Included in notes for elevated ion levels. Doctor revised patient, put in a revision ceramic head (44) with a (2.50) universal sleeve and 44f cup and screws. Stem stayed in tact, patient dislocated july 2014

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.